Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an event of accelerated ventricular tachycardia due to anti-tachycardia pacing (atp) therapy delivery. The accelerated rhythm fell into the ventricular fibrillatio zone and was converted by one 41 joule shock. It was reported that atp was reprogrammed to be less aggressive and prevent further rhythm acceleration. No adverse patient symptoms were reported.